Event description:
The customer reported ventilator alarm lamp failure. The device was not in clinical use. There was no patient or user harm reported.

Manufacturer narrative:
B4:12aug2021. The field service engineer (fse) could not confirm or duplicate the reported issue. The fse reran the unit and could not duplicate the reported issue. The unit was tested, and it was returned to service.